Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and the outer insulation had a cosmetic cut.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) the device was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and the outer insulation had a cosmetic cut. (B)(4) no anomalies found, outer insulation cosmetic depression. Proximal segment returned and analyzed.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found.

Event description:
It was reported that the lead fractured. The lead integrity alert was loaded and there were four inappropriate shocks. The lead was not going to be replaced as the patient was on hospice. It was reported the patient had died with cause of death reported to be hypertension, diabetes, and congestive heart failure. Follow up with the clinic reported the high power lead had been deactivated two months prior to the patient's death.

Event description:
It was reported that the lead fractured. The lead integrity alert was loaded and there were four inappropriate shocks. The lead was not going to be replaced as the patient was on hospice. It was reported the patient had died with cause of death reported to be hypertension, diabetes, and congestive heart failure. Additional information has been requested and not received.